Manufacturer narrative:
Analysis of the ins, ((B)(4)) found no significant anomalies. The ins battery had reduced capacity due to overdischarge. Information references the main component of the system and other applicable components are: product ID: 3550-29, product type: accessory.

Manufacturer narrative:
Concomitant products: product ID: 3550-29, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A manufacturer representative reported the implantable neurostimulator (ins) was being replaced due to normal battery depletion. However, it was further reported that the ins would be replaced because the patient had trouble keeping up with charging. No patient symptoms were reported and the ins was indicated for other chronic/intract pain (trunk/limbs).

Manufacturer narrative:
Additional review indicated that the information reported in MFR. Report #3004209178-2015-02833 and the information included in this MFR. Report referred to the same event. Any subsequent information received regarding this event will be reported as part of this MFR. Report. (B)(4).

Event description:
Additional information received from a manufacturing representative reported that there were telemetry issues and that the patient had not ever used the stimulation since implant. It was noted that the patient had not been maintaining his spinal cord stimulation (scs) system. Antenna locator results were all high 70¿s. It was noted that the patient¿s implantable neurostimulator (ins) had been in overdischarge for 4 years and that the patient had not charged the ins in 4 years. The manufacturing representative met with the patient on the day of the report and performed a physician mode recharge (pmr). At the end of the pmr, the recharger showed a power on reset (por) and then began charging the ins normally. The ins charged up to 50% and then the reporter attempted to clear the por using the clinician programmer. However, the clinician programmer screen indicated that the ins was discharged and needed to be charged again. It was noted that the por was unresolved at the time of the report. Patient symptoms included no stimulation. It was noted that the patient was not receiving effective therapy but they would try again in the following week. It was further reported that the pmr successfully reset the ins. It was noted that the patient was not able to fully recharge the ins. The patient was not receiving effective therapy as it would not stay charged for more than 5 minutes. The health care professional was trying to get the patient scheduled for a replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.